Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer stated she saw results on the screen that had %q alongside the results. The customer had contacted her distributor to help her adjust the meter to show the results in inr. The customer was unable to confirm if the meter results from 16-mar-2021 and 24-mar-2021 were shown in inr or %q on the meter. The customer's test strips were returned for investigation and they were tested using retention controls and a retention meter. Testing results (qc range = 2.2 3.4 inr): qc 1: 2.7 inr, qc 2: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4) compared to a laboratory result using an unknown method. At 2:01 pm the laboratory result was 4.1 inr. At 2:54 pm the meter result was 1.2 inr. On (B)(6) 2021, the meter result was 1.7 inr and the laboratory result was 2.7 inr. Both tests were performed at the same time (12:47 pm). The customer's therapeutic range is 2.0 inr - 3.0 inr.